Manufacturer narrative:
Information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was not confirmed. The probable cause was that a temporary communication failure occurred due to flooding from cut on cable, then image was not displayed temporarily. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the camera head had no picture when plugged in. There are no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found the electrical system has cut and kinks on the cable and a failed leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.